Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leak co2 rebreathing risk error code. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device was displaying a low leak co2 risk error code (diagnostic code 1203). During troubleshooting, the rse informed the customer of the latest version of the service manual (version r.). The rse then noted that exhalation port may be occluded, and then provided the customer with the following instructions to resolve the issue - check patient, as possibility of co2 rebreathing could pose a potential problem; check the port for occlusions; if the problem persists, provide alternative ventilation. The rse then recommended replacing the flow sensor assembly, and provided the part numbers. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.